Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The cycler investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2017 an end stage renal disease (esrd) patient on continuous cycling peritoneal dialysis (ccpd) experienced a m31 (air detected in cassette) warning during treatment and the patient cancelled treatment on the cycler and subsequently found a fluid leak inside the cassette door. The patient was advised to discontinue use of the cycler and the cycler was replaced. On (B)(6) 2017 the patient's peritoneal dialysis (pd) nurse reported that the patient left the dwell overnight and performed a manual drain the morning without any adverse events.

Manufacturer narrative:
The device was returned for failure analysis. A visual inspection of the cycler exterior showed no signs of physical damage. A simulated treatment was performed and completed without any failures or problems. The reported symptom make sure hb is on ht tray and unclamp could not duplicated during testing and therefore it is unconfirmed. The cycler programmed displayed drain and fill volume values were within the tolerances. The valve actuation test, system air leak test and mushroom head check passed. An internal inspection of the cycler revealed evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. The reported symptom out of box failure was confirmed. A review of the returned cycler ¿treatment history¿ indicates a completed treatment had not been performed on this unit.